Manufacturer narrative:
Manufacturer's report date: april 25, 2014. Internal file no: (B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported that chemo was infusing on a syringe module. The nurse saw that the chemo was leaking from the smartsite valve to the syringe tubing connection (male luer of the smartsite valve to the female luer or the syringe tubing). The event occurred in the 5w/heme-onc unit. There was no report of harm to patient or medical intervention. No further patient or event information was provided.